Event description:
The pt was found unconscious. Their blood glucose was checked on the suspect device and the reading was 123mg/dl. Paramedics were called and they checked pt's glucose at 38mg/dl. Pt was treated with an IV. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for evaluation.